Manufacturer narrative:
As reported in the literature article by ,law, m. A., shamszad, p., nugent, a. W., justino, h., breinholt, j. P., mullins, c. E., & ing, f. F. (2010). Pulmonary artery stents: long-term follow-up. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 75(5), 757¿764. Https://doi.org/10.1002/ccd.22356, during redilation of an unknown palmaz 3 series p308 stent, the patient developed an atrial arrythmia requiring cardioversion. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿arrhythmia atrial¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the warnings/precautions in the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters.¿ the use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. The increase in blood flow in the pulmonary tree and resulting hemostatic pressure may result in an atrial arrhythmia in a congenitally compromised pediatric patient and can be successfully treated medically using cardioversion. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by ,law, m. A., shamszad, p., nugent, a. W., justino, h., breinholt, j. P., mullins, c. E., & ing, f. F. (2010). Pulmonary artery stents: long-term follow-up. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 75(5), 757¿764. Https://doi.org/10.1002/ccd.22356, during redilation of an unknown palmaz 3 series p308 stent, the patient developed an atrial arrythmia requiring cardioversion. The device will not be returned.